Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. A cat 6 catheter was used in the procedure in conjunction with the subject device. The tip of the guidewire was left at the end of ica. The additional stenosis was not caused due to the fractured tip of the guidewire. The patient is on additional medication due to the slow blood flow. The current condition of the patient is that they have been out of the hospital, and there was no relevant condition by now. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported issues guidewire distal tip broken/fractured during use, guidewire distal tip stretched, guidewire difficult to advance, un-retrieved device fragments and patient parent vessel stenosis.

Event description:
The patient presented to the hospital to be treated for a right m1 stenosis. The physician used a slim guidewire to bring the guide catheter to the middle of the right internal carotid artery (ica) c1 segment and used the subject guidewire and a microcatheter to support the distal access catheter to reach c4. The physician tired multiple times to get the guidewire to pass the middle cerebral artery (mca), but the subject guidewire could not be delivered normally. The physician withdrew the subject guidewire outside patient's body and found the tail of its soft tip was fractured. The tip of the withdrawn part was found stretched and some of the wire was in distal access catheter and rest of the guidewire was in patient¿s vessel. The physician then replaced it with a new guidewire to pass the m1 and used a balloon catheter to dilate in the distal access catheter to help get the fractured guidewire segment out of the patient anatomy; however, was not successful. The physician checked under the radiography to find the fractured part of the guidewire and noticed that the tip of the guidewire became a cluster in the vessel; therefore, the physician left the tip in the patient anatomy. The vessel blood flow became slow and was observed for about 10 minutes and no thrombus was formed; therefore, the procedure was stopped. No other information was provided. Additional information was received on 24-march-2021 indicating that the end of the guidewire was left at the end of the internal carotid artery (ica). The patient has been out of the hospital and no other adverse event was reported. The patient was added on additional medication due to the slow blood flow. The additional stenosis was not caused by the fractured tip of the guidewire.

Manufacturer narrative:
B5 executive summary updated with additional information received on 24-march-2021. F10 / h6 health effect medication required added.

Event description:
The patient presented to the hospital to be treated for a right m1 stenosis. The physician used a slim guidewire to bring the guide catheter to the middle of the right internal carotid artery (ica) c1 segment and used the subject guidewire and a microcatheter to support the distal access catheter to reach c4. The physician tired multiple times to get the guidewire to pass the middle cerebral artery (mca), but the subject guidewire could not be delivered normally. The physician withdrew the subject guidewire outside patient's body and found the tail of its soft tip was fractured. The tip of the withdrawn part was found stretched and some of the wire was in distal access catheter and rest of the guidewire was in patient¿s vessel. The physician then replaced it with a new guidewire to pass the m1 and used a balloon catheter to dilate in the distal access catheter to help get the fractured guidewire segment out of the patient anatomy; however, was not successful. The physician checked under the radiography to find the fractured part of the guidewire and noticed that the tip of the guidewire became a cluster in the vessel; therefore, the physician left the tip in the patient anatomy. The vessel blood flow became slow and was observed for about 10 minutes and no thrombus was formed; therefore, the procedure was stopped. No other information was provided. Additional information was received on 24-march-2021 indicating that the end of the guidewire was left at the end of the internal carotid artery (ica). The patient has been out of the hospital and no other adverse event was reported. The patient was added on additional medication due to the slow blood flow. The additional stenosis was not caused by the fractured tip of the guidewire.

Manufacturer narrative:
The subject device not returned.

Event description:
The patient presented to the hospital to be treated for a right m1 stenosis. The physician used a slim guidewire to bring the guide catheter to the middle of the right internal carotid artery (ica) c1 segment and used the subject guidewire and a microcatheter to support the distal access catheter to reach c4. The physician tired multiple times to get the guidewire to pass the middle cerebral artery (mca), but the subject guidewire could not be delivered normally. The physician withdrew the subject guidewire outside patient's body and found the tail of its soft tip was fractured. The tip of the withdrawn part was found stretched and some of the wire was in distal access catheter and rest of the guidewire was in patient¿s vessel. The physician then replaced it with a new guidewire to pass the m1 and used a balloon catheter to dilate in the distal access catheter to help get the fractured guidewire segment out of the patient anatomy; however, was not successful. The physician checked under the radiography to find the fractured part of the guidewire and noticed that the tip of the guidewire became a cluster in the vessel; therefore, the physician left the tip in the patient anatomy. The vessel blood flow became slow and was observed for about 10 minutes and no thrombus was formed; therefore, the procedure was stopped. No other information was provided.